Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed (B)(6) 2021 on a direct tested nasopharyngeal swab and generated positive results. The customer reported repeat testing was performed with the ID now covid-19 assay on (B)(6) 2021 on a direct tested nasopharyngeal swab and again generated positive results. The customer reported at this time the patient showed symptoms. The customer recollected a new nasopharyngeal sample and retested the patient on (B)(6) 2021 and (B)(6) 2021 with the ID now covid-19 assay both results were negative. The customer reported that this time the patient was asymptomatic. There was no delay or impact in treatment and no injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m158274 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.